Manufacturer narrative:
When received the device depletion was determined to be premature. The cause of the premature battery depletion was consistent with li cluster formation. Further analysis will not be performed at this time per legal hold.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after surgery.

Manufacturer narrative:
Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Patient condition was stable.